Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Unable to interrogate the device. Patient also has an lvad implanted. Device is currently implanted. No adverse patient events were reported. Should additional information be received, this file will be update.